Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. A review of the batch record revealed the lot met acceptance criteria for release. The visual inspection and functional test identified the reported condition as a leak that produced a line of droplets. Magnified inspection of the leak location identified a puncture with scratches leading to the puncture location. The opposite inside film face did not have any damage, indicating the puncture occurred when the bag was full. Based on evaluation findings, the condition was determined to have occurred during handling of the filled bag. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to be leaking on the seam. Where in the process the leak was discovered is unknown; however, this report documents no patient involvement or adverse events. No additional information is available.